Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Juggerknot mini was returned for evaluation. Dimensions taken on sleeve and inserter are found to be conforming to specifications. With the sleeve pushed too far away from the anchor, the sleeve was very tight to the inserter and difficult to move. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that during a procedure, the plastic sleeve on the inserter was jammed and didn't allow for proper deployment of the anchor. Another juggerknot was available for use to successfully complete the procedure. No patient consequences were reported as a result of the malfunction. Attempts have been made and no further information has been provided.